Event description:
It was reported by the patient that the power light on the previously working remote monitor did not light and the monitor would not turn on. Troubleshooting steps were taken to no avail. A new power cord was to be sent to the patient. No patient complications have been reported as a result of this event.

Event description:
The patient reported no light on the power button. The patient tried using different outlets to no avail. Patient services determined the correct power cord was used. The power cord was replaced and the monitor remains in use. No patient complications have been reported as a result of this event. It was further reported that the monitor has been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, the monitor was analyzed and no anomalies were found.